Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that his blood glucose level went up to 500 mg/dl. From the doctor's he was taken to the hospital on (B)(6) 2016 with a blood glucose level of 406 mg/dl. The customer was worries about a diabetic ketoacidosis and dehydration. The customer was wearing the insulin pump at the time of hospitalization. The customer has had multiple strokes. His blood glucose level came down after the IV. The device was not returned.